Event description:
On 23-oct-2017, medbloc was notified by one of its (B)(6) sales rep (B)(6) about the following incident: (B)(6) was doing an evaluation with his rovi demo with (B)(6), male client, veteran, approximately 70-75 years old, (B)(6) lbs. Client was transferring side board from his existing quantum system into the rovi demo and caught his arm on something (not clear if it was something on his chair or the rovi) causing him to bleed. His wife was present, put some antibiotic ointment and a band aid on it. No medical intervention and no plan to receive any medical care. Client is taking warfarin, so his skin is very thin and he bleeds easily. The client and his wife were not concerned about this incident.